Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 305916 batch#: rejp3174. It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached needle came off in patient¿s arm item(s): 305916, lot(s): rejp3174. Additional information provided: the event occurred: tuesday (B)(6) 2024. Address: (B)(6). No adverse reaction noted.

Manufacturer narrative:
One hundred seventeen samples received by our quality team for investigation. Through visual inspection, no defects or issues observed. Functional testing was performed on fifty samples, results for the needle pull testing were within specifications. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on our investigation and sample evaluation, we are not able to determine a root cause at this time.

Event description:
No additional information.